Manufacturer narrative:
An event regarding subsidence involving a unknown restoration modular stem was reported. The event was confirmed by medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: loss of bone in the attachment area for these muscles proves that the muscle functionality has been impaired significantly and as such has become an important second factor to contribute to soft tissue laxity across the hip. Thus, a shorter leg post revision due to low position of the rm stem in combination with major loss of hip abductor functionality have contributed to major loss of soft tissue stability across the hip where the revision status of the hip has already a much increased risk on dislocation. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the medical review concluded: major bone loss in the greater trochanteric area as related to previous revision problems with functional impairment of the hip abductor musculature in combination with a low position of the restoration modular stem post previous revision surgery did contribute to major soft tissue instability across the hip arthroplasty where the revision status of the hip has already an increased risk on instability, all causing an intraprosthetic dislocation of the hip with disassociation of the poly liner from the metal shell and as such impossible to reduce without another revision surgery. The exact cause of the low position of the stem could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, additional x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation of the poly insert from the metal liner in an adm/mdm liner construct. A size f liner construct and 28 +4 metal head were revised to a constrained liner and stryker femoral head. Rep reported that x-rays may be available, but additional medical records and further information will not be released by the hospital. An update 03 april 2019; a review conducted by a clinician provided the following conclusion: major bone loss in the greater trochanteric area as related to previous revision problems with functional impairment of the hip abductor musculature in combination with a low position of the restoration modular stem post previous revision surgery did contribute to major soft tissue instability across the hip arthroplasty where the revision status of the hip has already an increased risk on instability, all causing an intraprosthetic dislocation of the hip with disassociation of the poly liner from the metal shell and as such impossible to reduce without another revision surgery.